Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level of 1500 mg/dl and diabetic ketoacidosis. Reportedly, an electrolyte imbalance caused the customer¿s heart to stop momentarily. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.